Event description:
Total of 4 proglide suture failures (happened twice two separate times): the first two proglide sutures deployed into the right femoral artery failed (broke); first two proglide sutures deployed into the left femoral artery failed (broke).